Event description:
It was reported that an intrasight system was used in a diagnostic coronary procedure. During use, the ifr (instantaneous wave-free ratio) showed a false negative value for a pci (percutaneous coronary intervention); however, the ifr reading was not used to make clinical decisions. Therefore, ffr (fractional flow reserve) measurement was performed on the same vessel, and a true positive reading was obtained for a fix. No patient injury reported. This product problem is being reported in abundance of caution due to the facility using the same intrasight system that was reported in MDR 3008363989-2026-00084. Although the ifr readings were not used to make clinical decisions, the intrasight system was not serviced prior to use; potential for harm with recurrence using a system with a known issue.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this system.block d4: expiration date is not applicable for this system.blocks d6 & d7: not applicable for this system.block d9: the intrasight fm-pim was returned on 02jun2026. The intrasight bub was returned on 22jun2026.block h3: on 07may2026, the fse was on site to replace the fm-pim, bub, and the lex inside the pc. The system met specification for the performed service and was returned to use. Below is the same investigation that was reported in MDR 3008363989-2026-00084.the intrasight fm-pim and bub (bedside utility box) were returned for evaluation. Visual inspection found no unusual characteristics of the devices. During functional testing, the fm-pim was connected to an intrasight system with a known good pressure wire simulator and was recognized. The fm-pim performed as expected even upon manipulation of the cable connection by disconnecting/reconnecting to the intrasight. Next, the bub was connected to the intrasight, and the led on the bub lit up. The fm-pim was connected into the bub v4 connector, and the led on the fm-pim lit up in blue. During functional testing with the pressure wire simulator, it was verified that the pd value matched the setting on the simulator. Additionally, a ¿normalization¿ was performed to ensure no errors occurred. The temperature was switched from 22 to 42 celsius degrees, and verified the reading stayed within +/- 3 range. Additionally, the switch was toggled to ¿open¿ and ¿short¿ and verified those changes were detected.block h6: the probable cause of the reported failure could not be established since no problem was detected on the returned fm-pim and bub.blocks h7, h9 & h10: do not apply to this submission.submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.